Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 5atm. The device was removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.